Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4). All information reasonably known as of 02-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 550 ml, flow rate: unknown, procedure: tk replacement, cathplace: adductor canal block. It was reported that a patient experienced a fast flow and a reaction. On post op day 1, the nursing assistant called the patient to follow-up, and the patient noted that the pump already completed its infusion. The patient stated that the pain relief was "great" and he did not encounter any signs or symptoms of toxicity. However, the patient did note a funny taste in his mouth. Currently, the patient is in good condition.